Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that after using the byte aligners their bottom and top rows have a major gap and do not touch each other. This has caused jaw aching and has made chewing difficult. At check in they marked true to excessive bleeding, inflammation, sensitivity, discomfort and jaw discomfort.